Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the user facility, the water channel of the subject device tested positive for unspecified bacteria. It was reported that the subject device was stored in a cabinet before the culturing test and the microbiological culturing test for the sample collected from the cabinet indicated no microbial growth. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-4(not available in the USA) with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".